Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she could not find the string to remove a tampon. She was able to manually remove the tampon and upon removal the string was missing.